Event description:
During a procedure to place a feeding tube, the physician used a cook endoscopy percutaneous endoscopic gastrostomy set. The tip of the endoscope was placed inside the stomach. An incision in the abdominal wall was made (through skin and subcutaneous tissue into the stomach). The needle and cannula unit was inserted through the skin incision into the stomach and the needle was removed leaving the cannula in place. The floppy tip of the wire guide was placed through the cannula and into the stomach. A snare was placed through the accessory channel of the endoscope and used to grasp the floppy tip of the wire guide. The endoscope and snare were removed simultaneously in an effort to advance the wire guide out of the pt's mouth. This is performed so that the wire guide is protruding from both the pt's mouth and incision site. This is necessary for feeding tube placement. When the feeding tube was being advanced over the wire guide and through the pt's mouth towards the stomach, the outer coiled coating of the wire guide unraveled. The feeding tube was able to be placed successfully. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: as part of our evaluation, the wire guide device was returned to our approved wire guide supplier for evaluation. Separation of the outer coiled wire guide coating from the core wire at the distal end was confirmed. This separation allowed the outer coiled coating to elongate and unravel. The most likely cause for this occurrence is the application of excessive pressure. This wire guide is inspected 100% for adequate strength prior to distribution. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: wire guide damage can occur if the cannula is compromised. The instructions for use caution the user not to further tighten the snare after removal of the needle if using a snare wire around the needle cannula, because this may interfere with passage of the wire guide. If the cannula becomes compromised due to over-tightening the snare, resistance in passing the wire guide through the cannula may be prohibited. Resistance of this nature can encourage an application of excessive pressure on the wire guide during use. The outer coiled cable of the wire guide reportedly "unraveled" during advancement of the feeding tube. If the cannula is compromised and additional pressure is applied to the wire guide, perhaps in response to resistance encountered, this can cause stretching and unraveling of the outer coiled wire guide coating. If additional pressure is applied to the wire guide itself, this could have caused the reported observation. Prior to distribution, all percutaneous gastrostomy sets are subjected to a visual inspection for device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.